Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use(IFU): the IFU states that the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The IFU states that preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the colonovideoscope had a clogged nozzle with foreign material. The issue occurred during reprocessing. There were no reports of patient harm.